Event description:
It was reported that pump displayed malfunction message malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction message recurred.